Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: he recommended checking the trigger cable and user profile settings. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: remote trigger communication issue between the cv-190 and the lexmark system. The most probable cause of the complaint is d15 - cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device cv-190 stopped and was not capturing images to the lexmark pacs system. The issue occurred, during a diagnostic esophagogastroduodenoscopy (egd) or a colonoscopy procedure, that was completed using the same device. There were no reports of patient harm associated with the event.